Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user announced a breakfast meal while using the ilet and subsequently experienced low blood glucose, reaching 67 mg/dl, after which apple juice was taken and the ilet was disconnected pending further training; troubleshooting and education were completed, and the cause was unclear. Symptoms included hypoglycemia. Outcomes included no reported injury and no medical intervention or hospitalization. Investigation included user interview and case assessment. Investigation of this case revealed no device malfunction was identified and the root cause remained undetermined. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.